Event description:
It was reported the device was at eri (elective replacement indicator), at pre-implant interrogation. It was not implanted, and subsequently tested out of specification during manufacturer's analysis.